Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's experienced undesired nerve stimulation due to the lead having migrated. Surgical intervention was undertaken on 07may2021 during which the existing lead was explanted and replaced.

Manufacturer narrative:
E1: corrected physician information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.